Event description:
The customer initially reported vacuum state timeout. While at the facility to repair the unit, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
Other, oil mist, unlabeled. The fse replaced the oil mist filter and the unit met manufacturer specifications.